Event description:
It was reported that the right ventricular lead had a sensing integrity counter (sic) of 200-800 with each clinic visit or (B)(4). It was noted that there was no non sustained events recorded and the impedance was stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.